Event description:
It was reported that the customer had a medical intervention on (B)(6) 2015 due low blood glucose level. The customer's blood glucose level at the time of the intervention was unknown. The most current blood glucose level was 348 mg/dl. Paramedics were called to the customer's home while troubleshooting for a keypad issues. The customer became lethargic and would not respond the trouble shooting questions. Troubleshooting was not completed due to intervention required. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.